Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter stretched as it was retracted for stent deployment, and the stent was unable to be deployed. The guidewire could not be removed as the guide catheter was stretched and stuck on the guidewire. The guidewire brand is unknown. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter and slightly deformed stent.

Manufacturer narrative:
A visual evaluation of the returned device revealed, the push catheter was buckled near proximal end and the guide catheter was broken. The proximal piece was stretched, broken and stuck on the guidewire. The distal portion of guide catheter was separated from the proximal piece and remained inside the delivery system. The guidewire could not be removed from the proximal broken guide catheter. The guidewire was not a likely contributing factor to this complaint as there were no visible damage observed. The brand of the guidewire is unknown. The proximal end of the stent was slightly deformed/bent. The suture hole was slightly torn. The proximal end of the guide catheter was stretched and broken. The distal end of the guide catheter had minor kinks/bends. Based on the analysis of this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.